Event description:
Interference when connected to mains. No impact, patient still implanted. Results transmitted incorrectly for a few minutes.

Event description:
Interference when connected to mains. No impact, patient still implanted. Results transmitted incorrectly for a few minutes.

Manufacturer narrative:
Device returned and appraised. Soiled with blood deposits on the membrane and around the capsule. Clamping mark on pa tube (bolt) 80 mm from capsule. Connected to open air, catheter displays 1 mm hg and 25.7 °c. Zero performed on (B)(6) 2025. Data analysis shows a 7-day monitoring period with a curve rapidly interfering with icp, signal intensification and interference over time until the end of monotoring. When tested in warm water, the kt very quickly displayed a behavior similar to that observed in use (very pronounced noise and interference). Electrical measurements show nothing abnormal. Visual analysis shows a faulty positioning of one of the micro-wires in the silicone in the capsule. In fact, this wire is almost in contact with the capsule, while another appears to be close to the capsule's inner edge.in the open air, a simple contact of the capsule with the finger is enough to create a very loud noise, indicating that the problem is indeed in the capsule. An integration fault is therefore at the root of the defect: - integration carried out in (B)(6) 2024, prior to the operators re-sensitization campaign (seminar held in (B)(6) 2025). - noise check on catheters exiting tdp (test dérive pression) not yet in place ((B)(6) 2024), catheter checked in (B)(6) 2024. Traceability showed no anomalies.